Manufacturer narrative:
The patient weight was requested but not provided unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 7 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced positional speed reductions and pump stop alarms due to suspected percutaneous lead damage. The patient was asymptomatic and sent home on an ungrounded power mobile patient cable. The x-ray imaging revealed a portion of the internal section of the percutaneous lead (driveline) that looked like there was a disruption in the shield. Log file analysis completed by the manufacturer¿s technical services representative observed the pump stoppages occurring when the patient was connected to the power module. The x-ray imaging review revealed a shield separation but could not confirm the location of the short to shield. A distal end driveline replacement was performed on (B)(6) 2018. The patient was discharged with a power module patient cable and no further alarms were reported. No additional information available.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events or driveline fault alarms captured in the submitted system controller log file. A distal end driveline replacement was performed by a technical services representative on (B)(6) 2018. Approximately 21 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The silicone jacket and clear bionate layers appeared unremarkable. Multiple areas of shield breakdown were observed throughout the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to the reported events captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.